Manufacturer narrative:
Product evaluation: analysis results not available; device discarded by user facility

Event description:
It was reported that while using the blade "in the ethmoid sinus, cleaning up some mucosa and thin bone", the tip of the blade broke off. "We found the broken tip in the maxillary sinus and were able to remove it with forceps, no problem." There was no patient impact or injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.